Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips one sonicare powered toothbrush caught fire and melted while charging. No injuries or property damage was reported.